Event description:
Instrument failed culture testin 5 days after disinfecting the incoming water line. The customer requested baxter service to sanitize an instrument that was found to have unacceptable high bacteria counts in sample cultures. There was no pt issue associated with the request. This center has had similar incidents in the past that were associated with reportable issue, consequently this report is also being submitted.